Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-05146, and # 3005099803-2010-05147. It was reported to boston scientific corporation that two ultratome xl sphincterotome were used during a bililary stone removal procedure performed on (B)(6), 2010. According to the complainant, an ultratome xl was opened along with an endo jag guidewire. The guidewire would not pass through the working channel of ultratome xl. A second ultratome xl was opened however the guidewire would not pass through the working channel of ultratome xl. The procedure was completed with a third ultratome xl sphincterotome and the same endo jag guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working length was flattened/kinked at multiple locations .

Manufacturer narrative:
A visual examination revealed that the working length/ distal tip of the tome device with exposed cut wire was twisted, the working length was flattened/kinked at multiple locations and the exposed cut wire was discolored from use. A functional evaluation of the guidewire - device compatibility was performed by inserting a test 0.035" jag guidewire through the guidewire port and advancing it through the lumen and found that, after the initial advancement, it was difficult to advance the guidewire through the device due to the flattened/ kinked working length. The condition of the returned device clearly indicated usage by the customer. The condition of the returned unit was consistent with the complaint incident that the jag guidewire was not passing through the working channel of ultratome xl. The evaluation found that the working length was flattened/kinked at multiple locations. However, during manufacturing, ultratome xl devices are 100% inspected for working length integrity and guidewire compatibility so the damage likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications.